Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument, manufacturing date: 18-nov-2019, expiration date: 30-sep-2029, part number: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile, lot number: 17p1318 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16820 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿locking mechanism was never engaged by surgeon¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Visual inspection: the 10/130 deg ti cann tfna 170 - sterile (p/n: 04.037.042s, lot #: 17p1318) was returned and received at us customer quality (cq). Upon visual inspection it was observed that there are some scratches and discoloration on the surface of the device. No other issues were observed with the returned device. Functional test: the overall functional test was not performed on the complaint device as all the mating devices were not returned. Hence the complaint could not be replicated can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: a dimensional inspection was not performed due to relevance to complaint condition. Document/specification review: the following documents were reviewed: ti cannulated trochanteric fixation nail - advanced, 130 deg (manufactured and current). Complaint confirmed? No. Investigation conclusion the complaint condition could not be confirmed for the returned device 10/130 deg ti cann tfna 170 - sterile (p/n: 04.037.042s, lot #: 17p1318. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a trochanteric fixation nail-advanced (tfna) system implanted on (B)(6) 2021. Postoperatively the helical blade retreated from insertion point of the femoral into the subcutaneous layer. Upon inspection of locking mechanism the surgeon determined that the device was never engaged. The patient also had an infection that required hardware removal which was done on (B)(6) 2021. No further information provided. This report is for one (1) 10mm/130 deg ti cann tfna 170mm - sterile. This is report 2 of 4 for (B)(4).